Event description:
As reported by the user facility: incident occurred on (B)(6) 2012. #(B)(4), lot # unk at this time. During demonstration of the introcan safety catheter, instructor opened catheter package and removed protective sleeve from needle to show, then put cap back on needle and handed the catheter to civilian nurse at which point protective sleeve came off and the nurse received needle stick.

Manufacturer narrative:
(B)(4). (B)(4), is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). All available info was forwarded to the actual MFR for further eval. They conducted a batch review and no abnormalities in the manufacture of the product were noted. The actual device involved in the reported incident was discarded at the facility and was not available for eval. Without the actual sample, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the incident happened during a demonstration. In a f/u with the reporting facility, it was communicated that when the demonstrator put the protective sleeve back on to pass it to the nurse, they are unsure if the sleeve was fully inserted properly. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.